Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. Per the instructions for use (IFU), do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. The reported difficult to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The observed posterior needle tip was ejected from the posterior needle shank indicates the device may have been inadvertently depressed/deployed (step 2) during device advancement. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and subsequent treatment appear to be related to the circumstances of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a proglide device after a diagnostic procedure. Reportedly, after successfully flushing the marker lumen with saline, resistance was noted during advancement of the device and there was no bleed back from the marker lumen. The device was then advanced further into the vessel until the body of the device was at skin level but bleed back from the marker lumen was still not observed. The device was removed and upon removal it was noted that the suture limbs were slightly pulled and visible. A new perclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - against resistance